Event description:
It was reported that the 9800 system had no video image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed on site investigation the contacts were repaired during the service call. The system was tested and found to be working as intended, and put back into service.